Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump and the sensor were not communicating and the customer was hospitalized after the insulin pump stopped functioning. Customer was unable to troubleshoot at the time. Attempts to contact customer were made and customer could not be reached. Nothing further reported.